Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. Analysis was unable to verify the excessive no delivery alarm due to keypad damage. The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the no delivery alarm was not resolved. The customer stated that they already performed troubleshooting. The insulin pump will be returned for analysis.